Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial#(B)(4); product type lead; product ID 977a260, serial#(B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that her device was too strong of a pulsing and was causing her to have pelvic pain. The patient reported that the leads were not removed and turning down of the stimulator helped with this issue. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-feb-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 28-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported that the patient reported uncomfortable stimulation/ overstimulation. Patient stated she has the ins for her legs and back. Patient stated she thinks one of the leads moved or something because she feels a strange sensation/ stimulation in the pelvic area. Patient mentioned she had a hysterectomy done so she is wondering if her bladder has "fallen". Patient stated she never lets her stimulator "die" (deplete) because she does not want her stimulation to stop. Patient stated the night before the stimulator depleted and she stopped feeling stimulation in the middle of the night. Patient stated when the stimulation was off, she noticed she was not feeling that sensation in the pelvic area. Troubleshooting was done, when patient communicated with implantable neurostimulator (ins) programmer showed stim on. Patient asked about decreasing stimulation while sitting. During the call confirmed she was able to adjust the adaptive stimulation settings for upright, laying back and laying right. Patient confirmed she was able to adjust to comfortable stimulation level and it felt much better. Patient stated she did not think she noticed the sensation in the pelvis area after decreasing stimulation. Confirmed therapy was on and adaptive stim enabled. Patient was redirected to health care professional (hcp) to discuss symptoms and programming.